Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("hypersensitivity reaction type: nickel sensitivity"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("abdominal pain lower") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and migraine had resolved and the abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, depression, autoimmune disorder, bladder disorder, urinary tract disorder, vaginal discharge, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events vaginal bleeding, nickel sensitivity, uti, apareunia, depression, autoimmune disorder, bladder & urinary tract disorder, migraines, vaginal discharge, weight gain were added. Product, patient & reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain lower"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("hypersensitivity reaction type: nickel sensitivity"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and migraine had resolved and the abdominal pain, abdominal pain lower, dysmenorrhoea, allergy to metals, menorrhagia, vaginal haemorrhage, female sexual dysfunction, vaginal discharge, urinary tract infection, depression, autoimmune disorder, bladder disorder, urinary tract disorder and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(4) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter and patient demographics were added. Updated essure indication. Event injury nos replaced with pelvic pain, abdominal pain, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.